Manufacturer narrative:
This report is for an unknown synthes multiloc humeral nails/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article zhao, dongsheng, et al (2017), clinical efficacy of multiloc intramedullary nail in treating proximal humeral fractures in the elderly, journal of practical orthopaedics,vol.23, no.5,pages 453-455. (China). The objective of the study was to observe the clinical efficacy of multiloc intramedullary nail in treating proximal humerus fractures in the elderly. Between january 2013 and january 2015, senior patients with proximal humeral fractures were randomly selected. Twelve patients who received (synthes) multiloc intramedullary nail treatment were included in the intramedullary nail group, and 15 senior patients treated with (synthes) philos locking plate were included in the plate group (control group). In the multiloc intramedullary nail group, there were nine males and three females, with age ranging from 62 to 76 years, and an average of (68.5 ± 4.3) years. In the philos plate group, there were 11 males and 4 females, with age ranging from 61 to 79 years, and an average of (67.3 ± 5.7) years old. The intraoperative blood loss, operation time, fracture healing status, constant-murley shoulder function scores, and the occurrence of complications of the two groups at 3 months, 6 months, and 12 months post operation of the two groups were compared. The following complications were reported: in the multiloc nail group, 2 patients had acromial impingement. Management was unknown. In the philos plate group, 2 cases of screw cutout or loosening were reported. This report is for 2 patients who had acromial impingement. This report is for unknown synthes multiloc humeral nails. This is report 1 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.